Event description:
Event description guidant received information that this chronic fineline lead was removed from service at an elective upgrade, and a fracture was found. The easytrak lead was removed due to threshold problems and a blood clot in the lead's lumen, the lead could not be repositioned. The lead was removed from service and another easytrak lead was implanted without issue.